Event description:
The customer obtained multiple reproducible, higher than expected vitros trop I es quality control results run on the vitros 5600 system. Trop I es results= 0.065, 0.064, 0.065, 0.060, 0.060, 0.063, 0.067, 0.059, 0.063, 0.064, 0.059, 0.065, 0.063, 0.062, 0.061, 0.060, 0.056, 0.061, 0.055, 0.049 vs. An expected result 0.014 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple reproducible, higher than expected vitros trop I es quality control results were obtained while using the vitros 5600 system. The root cause of this event is particulate filter being inadvertently installed in the instrument vac location. The event occurred because ocd had inadvertently packaged the particulate filters in vac sales cartons. The issue was not detected by the user prior to use. Following the replacement of the particulate filter with vac, vitros trop I es was returned to expected performance. The issue has been communicated to customers through customer letter (B)(4). The FDA's (B)(4) district office will be notified of this issue by 21-december-2012 per recall number 1319681-12/xx/2012-001-c.